Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires, and their following screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of 2 of the 14 k-wires and their following screws placed in the spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placements were corrected to their intended positions with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the 2 initial placements deviating from the desired locations. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 30-45 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root causes of the initially deviating 2 of 14 spine k-wires placed with the aid of navigation, and of the 2 of 14 spine screws non-navigated following these k-wires, are: for the initial placement in vertebra left t6, deviating by ca. 3-4mm shifted medial (entry and target) from its desired position: a relative movement of the spine anatomy after registration and/or during the surgery between the vertebra the navigation reference array was fixated to (t10), and the vertebrae operated on (t6) due to an insufficiently rigid connection of the anatomy in between, and the surgical forces applied and/or the breathing pattern of the patient after registration during the surgery. Thoracic vertebrae levels are more prone to movement caused by the patient's breathing, and a fracture that was present at t10 (which reduced spine stability and decreased the rigid association between the deviated levels and patient reference array) allowed for a change in the anatomy after anatomy registration to navigation and at the time of instrumentation at t6. As per the surgeon, the drill guide was displayed by the navigation deviating from its position on the actual bone as already within the bone increasingly deeply as distance from the array increased. This indicates that the patient anatomy moved from its position during registration to navigation compared to its position during the surgery/instrumentation. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, despite an increasing deviation of the tracked instrument along the patient's spine was detected by the user, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization was not recognized by the user with the necessary navigation accuracy verification throughout the surgery, before and during performing significant invasive actions with the aid of navigation. For the initial placement in vertebra right t9, deviating by ca. 3-4mm angulated medial (with entry close to the planned entry, target deviating) from its desired position: usage of a flexible non-brainlab k-wire with a diameter of only 1.3mm, within and guided through the navigated drill guide 3.2mm inner diameter (and into a 3.2mm drilled pilot hole), not following brainlab instructions, that was deflected outside the drill guide not recognizable by the navigation. The flexibility of the k-wire in combination with the large discrepancy of the diameters, allowed the k-wire to deviate, and especially angulate, when exiting the navigated drill guide into the larger pilot hole and vertebra bone, which cannot be recognized by the navigation. The outer diameter of the instrument or k-wire used must match the labeled inner diameter of the drill guide. Additionally enhancing the k-wire's deviation when exiting the drill guide was the trajectory planned passing the center line of the vertebral body, and the pilot hole drilled with a size of 3.2mm for an only 3mm pedicle size at right t9, creating a margin breach of the cortical bone at the entry, in combination causing further deflection the flexible k-wire. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic spine for an extension spondylodesis of vertebrae t4-t10 and a bilateral fusion of vertebrae t7-t11, due to a fracture at t10, with intended placement of 14 vertebra screws bilateral for fixation in vertebrae t4-t10, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon: with the patient in prone position attached the navigation reference array on the spinous process of vertebra t10. Acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with the vertebra right t9, used the navigated drill guide 3.2mm with instrument position display on the patient scan to determine screw trajectories and prepared the vertebra by drilling pilot holes through the navigated drill guide. Inserted k-wires navigated through the drill guide into the pilot holes. Placed the spine screws with a not navigated non-brainlab screwdriver, with the screws following the k-wires inside the pilot holes. Used the same navigated method to place the spine screws into vertebrae right t9-t5, then left t9-t6. Repositioned the navigation reference array to the spinous process of vertebra t4. Acquired another intra-operative CT scan with automatic image registration to the navigation, verified and accepted the registration/navigation accuracy to proceed. Determined from the scan that of 2 of the 14 screws placed with the aid of navigation deviated from their desired position, at right t9 and left t6 by ca. 3-4 mm medial. Continued with the same navigated approach as before to place the remaining pilot holes, k-wires and screws in t4 and left t5. Decided to remove and re-place the screws at right t9 and left t6 with the same navigated method to their desired positions. Performed a verification intra-operative CT scan and concluded from the scan that all screws were placed correctly. Completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): the deviation of 2 of the 14 k-wires and their following screws placed in the spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placements were corrected to their intended positions with navigation at the very same surgery. The final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. There was no direct (or increased) risk to harm a critical structure due to the 2 initial placements deviating from the desired locations. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 30-45 minutes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires, and screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, although according to the surgeon (treating clinician): - the deviation of 2 of the 14 k-wires and following screws placed in the spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placements were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the 2 initial placements deviating from the desired locations. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 30-45 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
An open surgery on the thoracic spine for an extension spondylodesis of vertebrae t4-t10 and a bilateral fusion of vertebrae t7-t11, due to a fracture at t10, with intended placement of 14 vertebra screws bilateral for fixation in vertebrae t4-t10, was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra t10. - acquired an intra-operative CT scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - starting with the vertebra right t9, used the navigated drill guide 3.2mm with instrument position display on the patient scan to determine screw trajectories and prepared the vertebra by drilling pilot holes through the navigated drill guide. - inserted k-wires navigated through the drill guide into the pilot holes. - placed the spine screws with a not navigated non-brainlab screwdriver, with the screws following the k-wires inside the pilot holes. - used the same navigated method to place the spine screws into vertebrae right t9-t5, then left t9-t6. - repositioned the navigation reference array to the spinous process of vertebra t4. - acquired another intra-operative CT scan with automatic image registration to the navigation, verified and accepted the registration/navigation accuracy to proceed. - determined from the scan that of 2 of the 14 screws placed with the aid of navigation deviated from their desired position, at right t9 and left t6 by ca. 3-4 mm shifted medial. - continued with the same navigated approach as before to place the remaining pilot holes, k-wires and screws in t4 and left t5. - decided to remove and re-place the screws at right t9 and left t6 with the same navigated method to their desired positions. - performed a verification intra-operative CT scan and concluded from the scan that all screws were placed correctly. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of 2 of the 14 k-wires and following screws placed in the spine with the aid of navigation was detected by the surgeon before finalizing the surgery, and the placements were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the 2 initial placements deviating from the desired locations. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 30-45 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.